Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-18989.it was reported that the patient presented in clinic for a new right atrial (ra) lead and a new right ventricular (rv) lead. The chronic ra and rv leads were inactive due to low, out-of-range impedance and frequent noise. The rv lead only had capture in the unipolar configuration. Both leads were noted with fracture as well. The physician elected to implant a new pacemaker system on the right side of the patient. The chronic ra and rv leads remained implanted and inactive. The patient was stable.